Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient always had headaches, but the headaches have gradually worsened in the last 3 years. This year, the headaches had gotten even worse. The headaches were keeping the patient up at night; the patient was taking topiramate for the headaches. The patient also had pain in the neck and head; the healthcare professional thought it was migraines and thought it could be related to the lead issues. It was noted that the patient had CT scans in the past for the headaches. The patient had 3 leads; one on the left, one in the middle, and one on the right. The middle lead was inactivated in 2012 because it had migrated. The cause of migration was not determined and the patient denied any reported falls or accidents related to the issue. The patient reported that the skin around the lead, when touched, incited pain in the neck and head. The healthcare professional was "ruling out migraines first but has not ruled out the lead." After the implantable neurostimulator (ins) was implanted, the patient was told that the ins was put too low. The patient had pain at the ins site when she was lying down or when she turned in bed; it was painful to the touch. She could not wear a belt and had to be careful with the waistline of her pants. If anything touched the ins, she felt pain shoot down her leg. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Event description:
It was reported that the patient went to their healthcare professional (hcp) and they stated that one of the patient¿s ¿wires¿ had moved and the other one had broken. The hcp had turned one of the leads off two to three years prior to this report. The ins worked well when it was implanted, but since the patient had gotten older their problems had gotten worse. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37742, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 39565-30, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID neu_unknown_lead, serial# unknown: product type lead product ID neu_unknown_lead, serial# unknown: product type lead.